Event description:
(B)(4) heavy bleeding, bloating and onset of cysts. Cramps and extreme pain. Insurer paid for removal of right tube an ovary along with an ablation. Essure was covered under my insurance at the time of implant